Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined user was unable to add medication to patient profile. A technical support specialist found that item was not set for critical override. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini user was unable to add medication to a patient profile. The item was not set for override, which prevented the medication from being added. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.